Event description:
During cardiac catheterization manifold cracked. Air noted in line. Immediate actions prevented air emboli. Manifold was changed and the case proceeded without further incident. Rptr has experienced similar incidents with other pts since 12/95.